Event description:
A caller reported a malfunction on their pump, specifically with a code labeled as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and after the reset, the malfunction did not recur, allowing the customer to continue using the pump. The caller was advised to reach out if the issue happened again, which they understood.